Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 states that device appropriately inhibited 1 :1 svt rid 98% and 97%. V>a true because 1 event was blanked. Sales representative stated that atrial artifact was measured as pac 1-1 .5mv and atrial agc was programmed to .25mv. It sounds like atrial undersensing. Previous atrial event was 3-4mv. Technical services stated that most likely agc could not get sensitive enough based on larger atrial event. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).